Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches across screen and insulin pump was louder during priming process. The customer¿s blood glucose level was unknown. Customer stated that rainbow effect of certain angles and changing battery every 10 to 12 days. Customer stated that the troubleshooting was not performed. Insulin pump will not be returned for analysis.